Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reporter complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, the customer experienced confusion and was beside themselves and lost consciousness. Emergency services were called and provided an infusion of glucose to treat hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.